Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, there was the possibility that this phenomenon was attributed to the stable communication between the scope and the video processor could not be performed due to the followings. - due to the user connected to the subject device without sufficiently drying the electrical contact of the video connector. - due to the failure of the electrical contacts by the user cleaned the video connector socket. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the scope communication error b30 was displayed. The subject device was tested with cf-h185. The user didn¿t use the subject device in the procedure. There was no report of patient injury associated with the event.